Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance readings measuring less than 20 ohms. It was recommended that this patient be brought in for evaluation. No adverse patient effects were reported.

Event description:
Additional information indicates that the competitor's company stated that the normal impedance would be 10-20 ohms. Boston scientific suggested performing a maximum energy synchronized shock through the old device to evaluate the integrity of the lead. Two 35 joule shocks were delivered and the impedances were stable around 18-20 ohms. The physician elected to keep the lead and the patient then received a new generator and the impedance measurements were in the mid 30's. No adverse patient effects were reported.